Event description:
It was reported that the patient was being taken to the operating room for explant due to chronic driveline infection and possible cardiac recovery. The patient was initially on battery power and was switched to the power module (pm) by perfusion for monitoring during the procedure. After about 1 minute of power from the pm, the red heart alarm sounded, and perfusion noted the flow was 0 liters per minute and 0 rotations per minute (rpm). The patient was immediately placed back on battery power. The pump function returned after being placed on battery power. Rpms returned to fixed speed and usual flow. The pump was explanted as originally planned. Additional information communicated that a heartmate touch in use during the procedure was also used the previous day on a different transplant. The log files from the heartmate touch used in the event were provided and the pump and controllers were returned for evaluation. Related manufacturer report numbers: 2916596-2023-02717, 2916596-2023-03468, 2916596-2023-03468, 2916596-2023-03334.

Manufacturer narrative:
Manufacturer's investigation conclusion: the cause of the confirmed pump stop event was traced to the heartmate touch (see manufacturer report number 2916596-2023-03334). The evaluation of heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the reported infection could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the driveline cut approximately 12¿ from the pump housing. The distal end was not returned. Approximately 6¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. An additional approximately 2" segment of graft was also returned. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was returned detached from the device. Loosely coagulated, post-explant blood was observed throughout the device. Examination of the inflow cannula revealed a thin, white, well-adhered tissue ingrowth along proximal edge of the inlet extension that would not have caused flow impedance during support. Small islands of soft, tissue-like depositions were also observed on the proximal edge and within the lumen of the inflow cannula. Similar depositions were observed on the textured surface of the pump outflow and outflow cannula graft attachment. These depositions lacked structure, were well- adhered to the blood-contacting surfaces and did not appear large enough to have obstructed blood flow. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook also contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was being taken to the operating room for explant of an infected pump and possible cardiac recovery. The patient was initially on battery power and was switched to the power module (pm) by the perfusionist for monitoring during the procedure. After about 1 minute of power from the pm, the red heart alarm sounded and perfusion noted the flow was 0 liters per minute and 0 rotations per minute (rpm). The patient was immediately placed back on battery power. The pump function returned after being placed on battery power. Rpms returned to fixed speed and usual flow. The pump was explanted as originally planned.

Manufacturer narrative:
The chronic driveline infection was captured under manufacturer report number 2916596-2023-02756. The power module was reported under manufacturer report number 2916596-2023-02717. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.